Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Returned device includes hand piece, trocar #2 and suture construct. Trocar #1 was not returned. One of the wings on the #1 implant is broken off. #2 implant and suture construct returned did not have any visual nonconformance. The sliding knot is tied correctly and sliding as required. No fraying on the suture. No visual non-conformance on any of the other returned components. Complainant's event is typically caused from excessive insertion force being applied during the operation of the device resulting in the observed condition of #1 implant. The product directions for use (dfu-0156) warns against the use of excessive force; it states "if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging implants." Also the label applied on each device provides similar information as the dfu. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
2nd anchor broke. The broken off wing of the 2nd implant could not be retrieved from the patient. Procedure was completed. Delay was less than 30 minutes. No 2nd surgery. Another meniscal cinch was opened to complete the case.